Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Manufacturer narrative:
Device evaluation: the screwdriver was returned to the manufacturer for analysis. Visual examination confirmed the instrument tip had broken off, consistent with interface during usage. The fracture surface analysis revealed a fairly flat, brittle fracture surface and circular material flow, consistent with torsional overload.

Event description:
It was reported that the tip of the screwdriver shaft broke at around the 7mm mark. Although the instrument was used in surgery, no patient complications were reported.